Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when were the sutures broke (during handling or during use on the patient)? Please specify: purstring sutures (2.0 prolene and 0 pds endoloop) broke when the cdh29p anvil was tightening down to the device prior to the orange indicator being visible in the green compression window. Please provide the product code and lot number for the 2.0 prolene and a 0 pds endoloop used: not available. Event related to mw # 2210968-2022-03704.

Event description:
It was reported that a patient underwent an open colostomy reversal procedure on (B)(6) 2022 and suture was used. The purse string suture broke while tightening down the anvil to the device prior to the orange indicator being visible in the window. Surgeon proceeded with the firing and received the green check mark. Upon inspection the anvil side donut was incomplete. Leak test was preformed and failed. The failed anastomosis was transected using a green contour, a second leak test was done with no leaks. A second circular stapler was then introduced with new anvil and device using the purse string method again but did not break. Second device was fired with green check mark being given. Donuts were again inspected with the anvil donut being incomplete. A third leak test was done and again failed. Surgeon over sewed the anastomosis with silk suture. A fourth leak test was done after suturing and passed. No adverse patient consequences were reported. Additional information was requested